Manufacturer narrative:
Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had 261 short v-v (ventricle-ventricle) intervals and noise was seen on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.